Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the dxc 800 ar clinical chemistry analyzer and found a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic patient results on sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) for two (2) patients on their dxc 800 ar clinical chemistry analyzer. The customer repeated patient 1 on a redraw sample on the same analyzer and patient 2 on another dxc analyzer. Both results were normal and reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the data for these two (2) patients.